Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. On (B)(6) 2025, a follow-up CT showed that the left distal contralateral leg component was compressed. Reportedly, compression was observed at a narrow segment with the aorta, where the left-sided leg was single-layered (contralateral leg alone) while the right-sided leg was double-layered (trunk-ipsilateral leg + contralateral leg). The patient had no symptoms with normal ankle brachial pressure index. On (B)(6) 2025, an additional procedure was performed. Ballooning for the compressed contralateral leg was performed with a kissing balloon technique (kbt). The compression was resolved. The reporting physician commented as follows: due to another emergency procedure, the index procedure was needed to be completed rapidly, so confirmation during the procedure might have been insufficient. Kbt should have been performed during the index procedure.